Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no evidence of short battery life; however, two cs 177 call service alarms were observed in the history due to a partially discharged battery installation. The pump was powered on, primed, and exercised successfully with no related alarms or warnings. Current draws measured within specifications. The pump case was removed and corrosion due to moisture was found on the force sensor pins and on a component of the printed circuit board. No intermittent connections were found in the power circuit. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was not lasting as long as expected. It was alleged that the pump was repeatedly emitting low battery and replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.